Manufacturer narrative:
Additional information added to: d11. The customer¿s report of a liter bag of fluid empty was not definitely identified. No error or malfunctions were recorded on the devices log files on the day of the customers reported incident date of (B)(6) 2019. The pcu event log contained no obvious programming errors that would result in the customers reported complaint. Functional testing performed found no anomalies with the returned pump module internal inspection found no anomalies with the pump module. Analysis of the log results- on (B)(6) 2019 at 9:07 am the pump module was programmed for guardrails IV fluids as drugid 1. A rate of 105ml/h with a vtbi of 950ml was programmed in addition to a delay of 120 minutes. At 10:08 am user attempted to restart the pump module, selected the pump module, delay option removed, and the pump module paused. At 10:09 am the pump module was restarted and the infusion started. The pvi was recorded as 0ml at the time. At 1:36 pm the pump module alarmed for air in line. The pvi was recorded as 362.3ml. At 1:37 pm the pcu was silenced and the system was channeled off. The pvi was recorded as 362.3ml. The root cause was not definitely identified.

Event description:
It was reported that an over infusion occurred while delivering "1 1/2 maintenance IV fluids". The fluids were started at approximately 10:19am at 105 ml/hr. By 1:45pm, the device was alarming for "air in line" (ail), and the liter bag of fluid was empty. The rate of infusion was reviewed and was running correctly at 105 ml/hr. The vtbi was approximately 578ml, and had been previously recorded as 950mls. Approx. 400mls should have been infused. There was no patient impact. The facility biomed performed a full performance verification and technical check on the pump, it failed (under delivered) the delivery accuracy check. When the lvp was disassembled, it was noticed that the bottle side occlusion pressure sensor was not plugged all the way. The sensor was then fully connected and passed pm, revealing the bottle side occlusion pressure sensor was suspected of being problematic and may have contributed to the issue.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that patient required 11/2 maintenance IV fluids. Fluids were started at approx. 10:19am at 105 ml/hr. At 1:45pm pump was alarming for "air in line." Liter bag of fluid was empty. Rate was reviewed and was correctly running at 105 ml/hr. Vtbi was approx. 578 ml. Vtbi had been previously entered as 950 mls. Approx. 400 mls should have been infused. There was no patient harm.